Event description:
This record was created from two cases reported via (B)(6) with country of reporter united states: (B)(4) (medwatch 3500a MFR number 2951250-2019-14827) and (B)(4). With follow up this patient was identified as patient from (B)(6), so this new case was created with correct wucin starting with (B)(6) country code: (B)(4). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and suicidal ideation ('I had seriously dark days when I had essure / suicidal feelings') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant) and loss of personal independence in daily activities ("went from being an active mother to being stuck in bed unable to move"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, suicidal ideation and loss of personal independence in daily activities outcome was unknown. The reporter considered loss of personal independence in daily activities, pelvic pain and suicidal ideation to be related to essure. The reporter commented: patient had pain that left her suicidal and feeling like a burden on her family, she went from being an active mother to being stuck in bed unable to move. She plans to raise an action against bayer . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and suicidal ideation ('I had seriously dark days when I had essure / suicidal feelings') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant) and loss of personal independence in daily activities ("went from being an active mother to being stuck in bed unable to move"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, suicidal ideation and loss of personal independence in daily activities outcome was unknown. The reporter considered loss of personal independence in daily activities, pelvic pain and suicidal ideation to be related to essure. The reporter commented: this record was created from two cases reported via (B)(6) with country of reporter united states: (B)(4)(medwatch 3500a MFR number 2951250-2019-14827) and (B)(4). With follow up this patient was identified as patient from (B)(6), so this new case was created with correct (B)(4) starting with (B)(6) country code : (B)(4). Patient had pain that left her suicidal and feeling like a burden on her family, she went from being an active mother to being stuck in bed unable to move. She plans to raise an action against bayer. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Amendment: the report was amended for the following reason: correction following company internal review - this case should have been reported as initial instead of being submitted as a final report. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and suicidal ideation ('I had seriously dark days when I had essure / suicidal feelings') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant) and loss of personal independence in daily activities ("went from being an active mother to being stuck in bed unable to move"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, suicidal ideation and loss of personal independence in daily activities outcome was unknown. The reporter considered loss of personal independence in daily activities, pelvic pain and suicidal ideation to be related to essure. The reporter commented: this record was created from two cases reported via (B)(4) with country of reporter united states: (B)(4) (medwatch 3500a MFR number 2951250-2019-14827) and (B)(4). With follow up this patient was identified as patient from (B)(6), so this new case was created with correct (B)(6) starting with (B)(6) country code : (B)(4). Patient had pain that left her suicidal and feeling like a burden on her family, she went from being an active mother to being stuck in bed unable to move. She plans to raise an action against bayer. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("both fallopian tubes show mild chronic inflammation"), endometritis ("chronic endometritis"), device breakage ("remnant of essure device in right cornu"), pelvic pain ("pain") and suicidal ideation ("I had seriously dark days when I had essure / suicidal feelings") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of post coital bleeding, retroverted uterus, abdominal pain, asthma and parity. Previously administered products included: mirena for an unknown indication. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), endometritis (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), pelvic pain (seriousness criteria medically important and intervention required), suicidal ideation (seriousness criterion medically important) and loss of personal independence in daily activities ("went from being an active mother to being stuck in bed unable to move"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, and essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered device breakage, endometritis, loss of personal independence in daily activities, pelvic inflammatory disease, pelvic pain and suicidal ideation to be related to essure administration. The reporter commented: this record was created from two cases reported via laypress with country of reporter united states: (B)(4) (medwatch 3500a MFR number 2951250-2019-14827) and (B)(4). With follow up this patient was identified as patient from gb, so this new case was created with correct wucin starting with great britain country code : (B)(4). Patient had pain that left her suicidal and feeling like a burden on her family, she went from being an active mother to being stuck in bed unable to move. She plans to raise an action against bayer. On (B)(6) 2015 patient underwent bilateral laparoscopic salpingectomy,unilateral laparoscopic;. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-apr-2022: medical record received : reporter, medical history, events-"both fallopian tubes show mild chronic inflammation, chronic endometritis, remnant of essure device in right cornu", rcc added. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("both fallopian tubes show mild chronic inflammation"), endometritis ("chronic endometritis"), device breakage ("remnant of essure device in right cornu"), pelvic pain ("pain"), suicidal ideation ("I had seriously dark days when I had essure / suicidal feelings"), pelvic sepsis ("post-operative pelvic sepsis caused by removal"), cholecystitis ("cholecystitis"), omphalitis ("umbilical infection") and appendicitis ("appendicitis") in an adult female patient who had essure inserted (lot no. B11715) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of breast lump, flank pain, nickel allergy, surgery (essure 2013 umbilical hernia repair (B)(6) 2013 polyp removal tonsillectomy), asthma, menorrhagia, depressed mood, vaginal discharge, epigastric pain, post coital bleeding, retroverted uterus, abdominal pain, asthma and parity. She has been having significant pelvic pain since the insertion of the hysteroscopic essure device for contraception a few years ago. She was also complaining of heavy menstrual bleeding and was not keen to take any hormonal treatments or the mirena ius. We spoke about doing an endometrial ablation and she was happy to proceed down this route. Her pelvic floor strength is actually quite good at 4/5. Previously administered products included: mirena. The patient had a family history of copd and heart disorder. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), endometritis (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), suicidal ideation (seriousness criterion medically important), loss of personal independence in daily activities ("went from being an active mother to being stuck in bed unable to move"), abdominal pain lower ("chronic pain"), genital hemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), pelvic sepsis (seriousness criterion medically important), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), fatigue ("fatigue"), cholecystitis (seriousness criterion medically important), omphalitis (seriousness criterion medically important), appendicitis (seriousness criterion medically important) and stress urinary incontinence ("stress incontinence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral laparoscopic salpingectomy,total laparoscopic hysterectomy and essure removal). At the time of the report, the outcomes for pelvic inflammatory disease, endometritis, device breakage, pelvic pain, suicidal ideation, loss of personal independence in daily activities, genital hemorrhage, pelvic sepsis, dyspareunia, mental disorder, fatigue, cholecystitis, omphalitis and appendicitis were unknown. The reporter considered abdominal pain lower, appendicitis, cholecystitis, device breakage, device intolerance, dyspareunia, endometritis, fatigue, genital hemorrhage, loss of personal independence in daily activities, mental disorder, omphalitis, pelvic inflammatory disease, pelvic pain, pelvic sepsis, stress urinary incontinence, suicidal ideation and weight increased to be related to essure administration. The reporter commented: this record was created from two cases reported via laypress with country of reporter united states: (B)(4) (medwatch 3500a MFR number 2951250-2019-14827) and (B)(4). With follow up this patient was identified as patient from gb, so this new case was created with correct wucin starting with great britain country code : (B)(4). Patient had pain that left her suicidal and feeling like a burden on her family, she went from being an active mother to being stuck in bed unable to move. She plans to raise an action against bayer. On (B)(6) 2015 patient underwent bilateral laparoscopic salpingectomy,unilateral laparoscopic. Diagnostic results (normal ranges are provided in parenthesis if available): [computerized tomogram] on (B)(6) 2017: admitted with bilateral abdominal pain and rigors. [39 degrees] - sepsis after tlh/ uti. CT urogram with contrast ¿ suspicion of infection. Day 6 postop tlh - developed bilateral loin pain with fevers and abdominal pain. Urine dip - trace of white blood cells, blood hydronephrosis postop tlh performed for menorrhagia. Pyelonephritis/uti. Post laparoscopic hysterectomy and bso. She reported bilateral loin and suprapubic pain associated with dysuria and fever. She had no pv bleeding or discharge or shoulder tip pain. She reported having been mobilising well post discharge; on (B)(6) 2017: she has been having recurrent episode of left flank and right upper quadrant pain and she had a CT scan in (B)(6). The CT scan of the abdomen and pelvis was unremarkable with no abnormalities found; on (B)(6) 2019: umbilical infection with recurrent unexplained abdominal pain. Admitted with acute on chronic abdominal pain, nausea, and vomiting. Intermittent discharge from her umbilicus since her hysterectomy in 2017. CT abdominal/pelvis scan showed some umbilical thickening but normal otherwise. She showed periumbilical tenderness with a soft, non peritonitic abdomen. CT abdomen/pelvis with contrast: no acute intra-abdominal abnormality identified. Soft tissue thickening at the site of the patient¿s previous paraumbilical hernia repair is unchanged with no evidence of an associated collection. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower (10000084) genital hemorrhage (10061178) device intolerance (10068444) pelvic sepsis (10059070) dyspareunia (10013941) mental disorder (10061284) fatigue (10016256) weight increased (10047899) cholecystitis (10008612) omphalitis (10030306) appendicitis (10003011) stress urinary incontinence (10066218). The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Reporters information added. Patient medical history and lab data added. Lot number added. Non drug treatment updated .events abdominal pain lower ,genital hemorrhage ,device intolerance ,pelvic sepsis , dyspareunia, mental disorder , fatigue, weight increased ,cholecystitis, omphalitis ,appendicitis ,stress urinary incontinence added. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("both fallopian tubes show mild chronic inflammation"), endometritis ("chronic endometritis"), device breakage ("remnant of essure device in right cornu"), pelvic pain ("pain") and suicidal ideation ("I had seriously dark days when I had essure / suicidal feelings") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of post coital bleeding, retroverted uterus, abdominal pain, asthma and parity. Previously administered products included: mirena for an unknown indication. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), endometritis (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), suicidal ideation (seriousness criterion medically important) and loss of personal independence in daily activities ("went from being an active mother to being stuck in bed unable to move"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, and essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered device breakage, endometritis, loss of personal independence in daily activities, pelvic inflammatory disease, pelvic pain and suicidal ideation to be related to essure administration. The reporter commented: this record was created from two cases reported via laypress with country of reporter united states: us-bayer-2019-235624 (medwatch 3500a MFR number 2951250-2019-14827) and us-bayer-2017-184562. With follow up this patient was identified as patient from gb, so this new case was created with correct wucin starting with great britain country code : gb-bayer-2019-237730. Patient had pain that left her suicidal and feeling like a burden on her family, she went from being an active mother to being stuck in bed unable to move. She plans to raise an action against bayer. On (B)(6) 2015 patient underwent bilateral laparoscopic salpingectomy,unilateral laparoscopic;. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-apr-2022: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.